Manufacturer narrative:
(B)(4). The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6). During the procedure, while attempting to advance and retract the sep6 through the indigo system cat6 aspiration catheter (cat6), the physician noticed that the bulb of the sep6 was hitting against the edge of the cat6. Consequently, the bulb of the sep6 separated from the wire. Therefore, the sep6 was removed and the bulb was aspirated using the cat6. The procedure was completed using the same cat6. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Box 5. 510(k).